Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in a vt storm when the device delivered high voltage therapy but did not convert the patient. External defibrillation was performed and the patient returned to a sinus rhythm. The device was explanted and replaced. The patient was discharged from the hospital.